Event description:
The patient reported their blood glucose (bg) levels reached 16.3 mmol/l (293 mg/dl), while wearing the pod between 5 and 24 hours. They attempted two correction boluses of 2.5 units each, before removing the pod. When removed from the infusion site (abdomen), the cannula was found to be bent. Additionally, the patient reported they felt pain at the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.